Event description:
It was reported that during normal follow-up, the pulse generator exhibited a diagnostics anomaly. A device download was performed to clear the alert. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.